Manufacturer narrative:
Age at time of event: 18 years or older. (B)(6).

Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the severely tortuous and moderately calcified mid left anterior descending artery (lad). A 10mmx2.50mm wolverine coronary cutting balloon was advanced but it was difficult to cross the lesion. Then, after crossing into lad, the balloon ruptured upon eighth inflation at 10 atmospheres for 5 seconds. The balloon was completely removed from the patient's body without any problems and the procedure was completed with a non-boston scientific product. No patient complications were reported.